Event description:
It was reported that the pump housing and usb port were damaged, affecting the customer¿s ability to charge the pump. The customer¿s blood glucose level was 7.5 mmol/l, which is within the normal range. Technical support arranged to replace the pump for the customer, and a replacement pump with serial number 1383042 was provided to ensure insulin delivery was not interrupted.